Event description:
(B)(4). Same patient as: 2134265-2012-04466, 2134265-2012-04465. Same case as: 2134265-2012-04482, 2134265-2012-04522, 2134265-2012-04483. It was reported that during a coronary stenting treatment procedure, the patient experienced vasospasm and embolization. Lesion 1 was a de novo lesion located in the mid left anterior descending (lad). The lesion was 85% stenosed, 3.25mm in diameter and 22mm long. The lesion was treated with predilation and placement of a 2.75x24mm taxus liberte stent. Post dilation was performed with a 3.0x12mm quantum maverick balloon which was inflated at 20 atm proximally. This resulted in vasospasm which was treated with a 200 mcg intracoronary nitroglycerin. Subsequent images revealed good stent apposition. Residual stenosis was 0%. However, later images revealed distal embolization of athereombolic material down the distal lad at the apex. This was treated with 400 mcg intracoronary nitroglycerin with no significant resolution. The flow at the distal lad was stopped due to distal embolus. A non-bsc wire loaded on a 1.5x8mm non-compliant balloon was used for dottering the embolised distal lad at the apex. This re-established the flow with residual stenosis of 45%. Lesion 2 was an in-stent restenosed lesion located in the proximal left circumflex (cx). The lesion was 85% stenosed, 3.25mm in diameter and 14mm long. The lesion was treated with predilation using a 3.0x12mm non-compliant balloon and placement of a 3.0x16mm taxus liberte stent. This resulted in vasospasm which was treated with 400 mcg intracoronary nitroglycerin. Subsequent images revealed good stent apposition. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).